Event description:
The following has been reported: biomed reported: "pump problem" "pump that needs to be evaluated. The pump has been cleaned and multiple cassettes has been used to trouble shoot pump.' Patient harm: unknown. A preliminary review identified the following issue: mechanical hardware failure (ipc grommet). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (ipc grommet). Verified ipc grommet and found to be ok. Performed mock infusion and unit had double red pump alarm. Log files indicated a valve 3 leak along side ipc grommet error. Performed the recharge/hardware tests and unit failed due to valve 3 leak. Installed engineering test pneumatic assembly and valve 3 leak error did not occur. Pneumatic manifold assembly will be removed and replaced during repair process. No other damage found.